Event description:
It was reported that the tip detached and remained in the patient. A 018/260 platinum plus guidewire was selected for use in a calcified recanalization procedure, within the superficial femoral artery (sfa). The lesion was severely calcified and 90% stenosed, with moderate tortuosity. During the procedure, using a non-boston scientific support catheter, the tip of the platinum plus guidewire hooked behind a calcified plaque and broke off the core of the wire. The piece of the tip was impacted into the vessel wall, with a stent and no further consequences occurred to the patient. The procedure was completed with a non-bsc support catheter.

Event description:
It was reported that the tip detached and remained in the patient. A 018/260 platinum plus guidewire was selected for use in a calcified recanalization procedure, within the superficial femoral artery (sfa). The lesion was severely calcified and 90% stenosed, with moderate tortuosity. During the procedure, using a non-boston scientific support catheter, the tip of the platinum plus guidewire hooked behind a calcified plaque and broke off the core of the wire. The piece of the tip was impacted into the vessel wall, with a stent and no further consequences occurred to the patient. The procedure was completed with a non-bsc support catheter.

Manufacturer narrative:
Device eval by manufacturer: the guidewire was returned, and it was observed that the distal section of the core wire was detached, and the coil wire was unraveled. The overall length specification did not pass, due to the detached condition of the guidewire. The reported distal tip "detachment of device or device component" event was confirmed.